Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported there was no adverse event, but the healthcare provider ¿thinks¿ there might be something wrong with the pump connector. It was further reported the pump was replaced due to normal battery depletion on (B)(6) 2014 and before disconnecting the catheter from the pump the surgeon tried to aspirate the catheter to determine patency. It was noted it was unsuccessful so it was decided to replace with a new 8780. It was further reported there was a catheter occlusion and the location of the catheter issue was unknown. It was reported a dye study was performed, but the cause of the issue was undetermined. It was noted there were no patient symptoms or complications associated with this event and the patient¿s status at the time of this report was ¿alive-no injury.¿ it was reported the customer refused to return the pump or catheter. The pump was being used to deliver dilaudid, bupivacaine, and clonidine. It was further reported the cause for not being able to aspirate was never determined. It was noted the connector was checked separately and ¿it seemed fine.¿ it was also reported the patient was currently ¿doing fine.¿ a follow-up report will be sent if additional information becomes available.